Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.

Event description:
As reported by an affiliate, a pt was admitted for angioplasty of a 60 to 70% stenosis in the anterior tibial artery. The lesion was not calcified and there was no vessel tortuosity. After the 3.0 x 10mm savvy balloon was inflated at 6 atm and expanded completely, the pressure immediately decreased due to a balloon burst. The physician attempted to remove the device, but had difficulty because the catheter did not slide through the introducer guide. The physician removed the catheter and the guide together. When the catheter was removed, the balloon showed a complete break. Part of the balloon remained within the pt's artery. Unsuccessful attempts were made to remove the retained material with a snare catheter, a filter, and aspiration. After considering the benefit/risk ratio, the surgeon and his staff decided not to remove the retained part of the balloon. Ecodoppler revealed that the flow in the tibial artery was obstructed, but through collateral vessels, the limb was receiving blood flow with no adverse consequences to the pt. The device appeared normal prior to use and there was no difficulty with tracking the device to the lesion or crossing the lesion. The catheter will be returned for analysis. The exact lot number of the device was unk, but possible lot numbers were r0108469, r1008577, r1007399, r0208303, and r0308028.